Event description:
A user facility submitted a repair request to the olympus service center indicating, the visera elite video system center had abnormal sound from inside when the main unit was shaken. Upon inspection of the customer¿s returned device it was observed, internal component (screw) was found detached. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in event, it was observed, the connector lock was not working, battery depletion was noted, breakage of the digital video interface (dvi) output terminal was noted, and the rear panel characters disappeared. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced, however, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.